Event description:
On (B)(4) 2012, the patient contacted animas alleging that the date displayed on the pump was (B)(6) 2012 but that the time reverted back to am when she changed the time to pm. The pump time reportedly was reverting back to 10:28 am. During troubleshooting, customer support (cs) had the patient change the date to (B)(6) 2012 and change the time to 10:28pm. It was noted that the time correctly remained at 10:28 pm but that the date changed to (B)(6) 2012. Cs recommended that the patient disconnect from the pump and to go on a back-up plan until she receives a replacement pump. This complaint is being reported because of the allegation that the date and time setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.